Event description:
It was reported that before an unknown procedure, the device would not fire at the second stroke of the sixth firing. Changed another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged anvil, damaged indicator disk, damaged one piece sled, damaged the analysis results found that one sc60 device was returned with the anvil bent upwards and with the 3-stroke indicator disk damaged. An ecr60b cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. In addition the returned reload was disassembled to verify the condition of the internal components and the one piece sled was noted to be damaged. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. This condition also would contribute the damage of the one piece sled. No functional test could be performed due to the condition of the device. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. In addition the returned device was disassembled to verify the condition of the internal components and the release button was noted to be damaged. While no conclusion could be reached as to how the indicator disk or release button became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.